Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: lining of uterus / perforation (uterus)"), salpingitis ("chronic inflammation of fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes and hirschsprung's disease. Essure confirmation test was conducted on (B)(6) 2011. Essure confirmation test conducted and result received in (B)(6) 2007. Unilateral occlusion (left tube occluded). Informed that one fallopian tube was occluded and the other was patent. Stated the he never had a micro-insert that migrated or misplaced and mentioned an ablation. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, bladder spasm and blood pressure high. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;levonorgestrel (portia-28), hydrochlorothiazide, ibuprofen, losartan, tramadol hydrochloride (ultram), trazodone, trospium and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysfunctional uterine bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding; bleeding with intercourse"), 1 day after insertion of essure (ess205). In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), stress ("stress"), pelvic mass ("pelvic mass"), migraine ("migraines / headaches"), vision blurred ("blurred vision"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problem"). On (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding with intercourse") and headache ("headaches"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal dryness ("vaginal dryness") and pelvic adhesions ("severe adhesions"). The patient was treated with surgery (surgical excision of micro-insert on (B)(6) 2016 and total hysterectomy (uterus and cervix removed) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, genital haemorrhage, dysfunctional uterine bleeding, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, vulvovaginal dryness, anxiety, stress, coital bleeding, pelvic mass, migraine, vision blurred, fatigue, alopecia, pelvic adhesions, tooth disorder and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic mass, salpingitis, stress, tooth disorder, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date, as per (B)(6) 2018 fu insertion date is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: unilateral occlusion (left tube occluded). Diagnostic results: intraoperative ultrasound: linear echogenic structure is seen in the uterus consistent with implanted ICD. Despite extensive attempts, the iud could not be retrieved during the procedure and the echogenic structure remains on post procedure images. Images demonstrate free fluid in the pelvis. Unilateral occlusion (left tube occluded). Informed that one fallopian tube was occluded and the other was patent. Stated the he never had a micro-insert that migrated or misplaced and mentioned an ablation. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event added: headache. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: lining of uterus / perforation (uterus)"), salpingitis ("chronic inflammation of fallopian tube") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In march 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 20-mar-2007, the patient had essure inserted. In january 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("pain"), vulvovaginal dryness ("vaginal dryness"), stress ("stress"), uterine haemorrhage ("abnormal bleeding (general) dysfunctional uterine bleeding; bleeding with intercourse"), coital bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding; bleeding with intercourse") and pelvic mass ("pelvic mass"). The patient was treated with surgery (to remove one or more of the essure coils / hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pain, vulvovaginal dryness, anxiety, stress, coital bleeding and pelvic mass outcome was unknown. The reporter considered anxiety, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain, pelvic mass, salpingitis, stress, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: she retain the essure device or any portion of it. Gestational diabetes with both kids: hemorrhage after ainsley; abigail: 1st trimester: dr thought partial molar pregnancy and 3rd trimester leaking amniotic fluid. Diagnostic results: essure confirmation test conducted and result received in jun2007. Most recent follow-up information incorporated above includes: on 28-feb-2018: aka name of reporter added; patient¿s date of birth and confirmation test details added; suspect product indication, start and stop date added; events: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: lining of uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (uterus), pain, abnormal bleeding (general) dysfunctional uterine bleeding; bleeding with intercourse; severe adhesions, chronic inflammation of fallopian tube; pelvic mass; anxiety and stress. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: lining of uterus / perforation (uterus)"), salpingitis ("chronic inflammation of fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes and hirschsprung's disease. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, bladder spasm and blood pressure high. Concomitant products included bupropion (wellbutrin), eugynon (portia-28), hydrochlorothiazide, ibuprofen, losartan, tramadol hydrochloride (ultram), trazodone, trospium and venlafaxine (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("abnormal bleeding (general) dysfunctional uterine bleeding; bleeding with intercourse"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain"), vulvovaginal dryness ("vaginal dryness"), stress ("stress"), coital bleeding ("bleeding with intercourse"), pelvic mass ("pelvic mass"), migraine ("migraines / headaches"), vision blurred ("blurred vision"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic adhesions ("severe adhesions") and tooth disorder ("dental problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2016) and surgery (surgical excision of micro-insert on 26-aug-2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, vulvovaginal dryness, anxiety, stress, coital bleeding, pelvic mass, migraine, vision blurred, fatigue, alopecia, pelvic adhesions and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic adhesions, pelvic mass, salpingitis, stress, tooth disorder, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure (ess205). Diagnostic results: essure confirmation test conducted and result received in jun2007. Intraoperative ultrasound: linear echogenic structure is seen in the uterus consistent with implanted ICD. Despite extensive attempts, the iud could not be retrieved during the procedure and the echogenic structure remains on post procedure images. Images demonstrate free fluid in the pelvis. Unilateral occlusion (left tube occluded). Informed that one fallopian tube was occluded and the other was patent. Stated the he never had a micro-insert that migrated or misplaced and mentioned an ablation. Most recent follow-up information incorporated above includes: on 7-aug-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events migraines / headaches, dental problems, blurred vision, fatigue, hair loss; severe adhesions; chronic inflammation of fallopian tube; pelvic mass; anxiety; stress were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain /severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.